Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a (B)(6) y/o young man had an (unspecified) trauma injury to the dorsal aspect of one of his feet (unspecified which one). Integra bilayer was placed on (B)(6). The young man arrived for a follow up visit on (B)(6). Yellow discoloration was noticed under the graft. Some of the fluid/pus was pushed out from under the device by rolling a gauze over it. The specimen was sent for culture. The young man was released to leave with antibiotic treatment. Culture results were positive for pseudomonas. The young man is scheduled to return for an acetic acid washout on (B)(6). The physician will decide if the graft can be preserved or if the graft needs to be removed. Additional information received on (B)(6) 2017. The acetic acid washout went well. Graft had been on long enough for integration and formation of the dermal layer. Treatment plan is antibiotics, acetic acid washouts daily, and follow up. Patient is doing well. The wound had very little odor and it look like the infection is under control.

Manufacturer narrative:
Integra has completed their internal investigation on april 21, 2017. The investigation included: results: the failure is unconfirmed as there was no product returned for this complaint. The product was implanted in the patient during surgery and was not removed; therefore, will not be returned for failure analysis. DHR review; no product lot number was provided with this complaint; therefore, DHR review cannot be performed. If the product lot number is provided at a later date, DHR review will be performed and updated at that time. Complaints history; a query of the (B)(6) complaints database for the timeframe of 12 months (08mar2016 to 08mar2017) was performed using the individual keywords ¿fluid¿ or ¿infection¿ related to bmwd product family. Two additional infection/allergic reaction complaints were found. There were approximately (B)(4) wound dressing management product family units (as ibmwd, ibmwd-meshed, ifwm, imwd, imbwm, iwm-t) sold in the past 12 months prior to this complaint. As per the trending query, there were three (3) complaints identified related to infection with skin wound dressing products. Therefore, the calculated complaint rate is (B)(4). Conclusion: the product is still inside of the patient. There is no evidence showing that ils¿s manufacturing processes of this product contributed to the infection observed with the patient. There were no anomalies found during the review of the nc/event/CAPA logs, trend analysis and risk assessment for failure modes related to skin wound care dressing products.